Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with 2 microfibers and epithelial ingrowth with subsequent inflammation in the left eye (os). A flap lift and rinse / scrape was performed, along with topical steroid dosage increased. Patient's chief complaint was of discomfort. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva) post-op on (B)(6) 2019. The patient reported the symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/15 -2.00 x -.50 x 115, left eye pre-op 20/15 -3.00 x -1.00 x 104. Bcva from (B)(6) 2019: right eye post-op 20/15 -.25 x .00 x 90, left eye post-op 20/15 .25 x -.50 x 101.

Manufacturer narrative:
Correction: in initial report, the manufacturer device date provided was inadvertently reported as 10/15/2019, however the correct date is 08/16/2019 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.